Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 4 weeks after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported peri-implantitis and pain during the implant removal surgery. The patient has since recovered.